Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient reported having a driveline power fault alarm on their system controller when they woke up on 02jul2025. The patient reported this was the first occurrence of the alarm. The patient attempted a self-test but the alarm did not clear. The patient otherwise felt fine and had no other concerns regarding their ventricular assist device (vad). Log files were sent for review. The log file confirmed the driveline power b fault alarms on 02jul2025. The driveline power fault alarms were permanently silenced per patient's wishes on (B)(6) 2025 and the patient hoped to have a modular cable and controller exchange performed when low flow software can be downloaded on their controllers to prevent multiple trips to the hospital. The controller and modular cable were scheduled to be exchanged.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller and modular cable were exchanged. After the exchange, a green spot was found inside the connection of the modular cable. From additional information received on 07aug2025, it appeared that the driveline power fault alarms reoccurred even after modular cable and controller exchange. The patient visited the clinic and log files were obtained. The alarms were permanently silenced. No driveline faults were identified in the additional logs and the modular cable connector pins looked good. Additional log files were submitted, which revealed driveline power faults on (B)(6) 2025 at 0654 and continued for the remainder of the log.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms; however, a specific cause for the alarm could not conclusively be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log files collectively contained events from (B)(6) 2025 through (B)(6) 2025. Driveline power fault alarms, associated with power b line faults (pwr_b_broken), were captured on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, document rev. D are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instructions regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms as well as how to respond to each alarm condition. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿ contain information on caring for the driveline and instruct the patient to keep the driveline clean. The exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.